Event description:
Device 2 of 2. Reference MFR report# 1627487-2012-05060. The pt received her scs system on (B)(6) 2008, including two percutaneous leads (from different lots). It was reported the pt stopped feeling stimulation. An sjm rep met with the pt and found low impedance. She reprogrammed the pt and was able to provide coverage. The pt will undergo surgical intervention on a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.